Event description:
Pt complained of cadd legacy pump beeping continuously and had to transfer cassette to a new pump to continue therapy. Tried to trouble shoot but the pump did not stop beeping. Dose or amount: 210nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2012 to ongoing.